Event description:
The patient reportedly experienced sound quality issues and a shocking sensation at implant site. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Surgery to explant internal device is under consideration.